Event description:
A report was received that a trial patient was experiencing pain at the lead site following the procedure. The patient was admitted to the emergency room and was given valium and dilaudid IV. The following day, the physician explanted the trial leads and believes the pain was not associated to the device.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2218-50e serial# (B)(4) description: st linear trial lead, 50cm with pre-loaded 0.014 inches stylet (streamlined). The explanted leads will not be returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a trial patient was experiencing pain at the lead site following the procedure. The patient was admitted to the emergency room and was given valium and dilaudid IV. The following day, the physician explanted the trial leads and believes the pain was not associated to the device.